Event description:
It was reported that the newly implanted ventricular lead was attempted to be connected to the new device and after several attempts was unable to make connection with the set screw. The set screw would not bite down on the lead pin and therefore the pin would not stay in the port. Since the physician was unable to make a connection with the set screw, the device was removed and replaced with a new device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.